Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited failure to capture. No intervention was performed. Patient was stable.

Event description:
New information notes that the right ventricle lead exhibited increasing high capture thresholds. The right ventricle lead was explanted and replaced on (B)(6) 2022. No patient consequences.